Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint device returned for investigation, only photos provided. Therefore, no physical assessment could be conducted, and investigation was based on document review. Based on the label stated on the packaging and the funnel marking , both stated same balloon capacity which is 5ml. However, the l0ml stated on the packaging label is recommendation capacity only. Hence , there was no deviated information between the product and packaging label as mentioned by the complainant. Also, in the absence of returned sample and limited information available on this complaint, further investigation regarding non-deflation could not be conducted. Therefore, this complaint is not confirmed.

Event description:
It was reported that the information in the product and the limit of the product in the package is divergent. The limit in the product is 5ml and in the package is 5/10mls. The cuff will not deflate, it was deformed.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was one piece of actual sample returned for investigation. Based on the complaint description, it was reported that the information in the product and the limit of the product in the package is divergent. The limit in the product is 5ml and in the package is 5/10ml. Based on the label on the packaging, it was stated that the balloon capacity is 5ml but can be up to l0ml as per recommendation. The funnel marking also stated that the balloon capacity is 5ml. Therefore , there was no deviated information between the product and packaging label as mentioned by the complainant since l0ml stated on the packaging label is recommendation capacity only. Besides that, it was also mentioned by the complainant that the cuff won't deflate which suggested that there was non-deflation. Further investigation was conducted by inflating the sample with 5ml of water. It was noticed that the balloon was asymmetry and the balloon ratio did not meet the acceptable limit for balloon asymmetry. Based on experienced, balloon asymmetry could happen due to uneven balloon wall thickness, or uneven bonding length. Further investigation will be conducted through a nonconformance. After investigation, it was noticed that the balloon was asymmetry and the balloon ratio did not meet the acceptable limit for balloon asymmetry. During deflation testing, it was found that the balloon was not fully deflated as experienced by the complainant. Non-deflation might be due to asymmetrical condition of the balloon which resulted in occlusion of the inflation lumen eye during deflation process. Therefore, this complaint is confirmed, and further investigation will be conducted through a nonconformance.

Event description:
It was reported that the information in the product and the limit of the product in the package is divergent. The limit in the product is 5ml and in the package is 5/10mls. The cuff will not deflate, it was deformed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue ot monitor and trend related events.

Event description:
It was reported that the information in the product and the limit of the product in the package is divergent. The limit in the product is 5ml and in the package is 5/10mls. The cuff will not deflate, it was deformed.